Event description:
It was reported the unit's ECG cables are were not functioning as expected during an ops check. No patient involvement reported at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.